Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the device intermittently gave an "advise shock" to a simulated normal sinus rhythm, and intermittently gave a "no shock advised" prompt to a ventricular fibrillation heart rhythm. The complainant indicated that there was no pt involvement in the reported malfunction.